Event description:
Per the report received from australia, this 3300tfx27mm valve implanted in the aortic position, was explanted after an implant duration of eight (8) years and four (4) months due to paravalvular leak. A bioprosthetic valve of the same size was implanted in replacement, and the patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.